Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was found dislodged leading to a rise in the pacing threshold the day after its implant. The dislodgment was confirmed via x-ray. A revision procedure was performed wherein the lv lead was extracted and replaced with an alternate. No additional adverse patient effects were reported.